Event description:
The reporter states that she obtained a 113 mg/dl on the accu-chek advantage system in comparison to a 69 mg/dl lab result. The results were obtained within a 10 minute timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.